Event description:
Initial reporter indicated that they had a dell handheld computer with 7.1 programming software that was "freezing up" after interrogation. The handheld and 7.1 programming software are at the MFR pending completion of prod analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.